Event description:
On (B)(6) 2022, our company sales representative reported an hcp who experienced a case of migration after molded pdo threads were implanted in a patient. During two consecutive months from (B)(6) 2022 to (B)(6) 2022, attempts to gather information from the hcp were made without success. On (B)(6) 2022, hcp confirmed one pdo thread migrated down from the cheek area into the lip 3 weeks after placement while another one moved from the upper cheek into the lower jaw. Hcp removed the threads by using lidocaine and a thread hook and needle with forceps. Although multiple contact attempts were made over six consecutive months, no additional information or patient status has been provided.